Event description:
It was reported during a coil embolization procedure, the physician advanced the coil inside the microcatheter and attempted to form a second loop, but it was unsuccessful. When the coil was retracted to be readjusted, it prematurely detached. The coil, microcatheter, and glide catheter were all removed from the patient. There was no patient injury or intervention. The procedure was successfully completed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but it has not yet been returned. The alleged issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Manufacturer narrative:
The investigation of the returned coil system found the pusher damaged/kinked at the distal section, and the implant separated from the pusher with no signs of activation using a detachment controller on the pusher's heater coil. The implant was returned stretched, damaged, and partially stuck inside the microcatheter. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over-specification. The returned microcatheter was found to be kinked at 3cm and 4cm from the distal tip, which may have caused or contributed to the reported event.